Manufacturer narrative:
Device is a combination product. (B)(4). The device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is caused by other device as another device/drug/subsequent procedure caused the complaint event. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in the right coronary artery. A 3.00 x 38mm synergy ii drug-eluting stent was in use with a non-bsc guide extension catheter and the guide extension catheter damaged the stent. The devices were removed and a 3.0x38mm synergy stent was then advanced over a non-bsc guide wire and deployed to complete the procedure. No patient complications were reported and the patient did well.